Event description:
The reported issue: the foley catheter was for a child with hypospadias. A few hrs after the operation, the catheter had broken at the level of the "y" connection. No pt injury reported. This product is sold in the us as cat # 170003060.

Manufacturer narrative:
(B)(4). The device sample was not received by the manufacturer at the time of this report.